Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service issue. The alarm allegedly had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms related to the complaint were recorded. During testing, the pump emitted a call service alarm upon first ¿rewind¿ attempt. The pump case was removed and the internal motor was found to be defective causing the pump to emit the call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.